Event description:
Boston scientific received information that this lead was not successfully implanted in the atrium as the helix would not fully extend. The connector tool was turned one turn per second, but was likely retracted faster. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection revealed the helix was fully extended when received. Analysis found that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix.